Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code ¿ ni, expiration date ¿ ni, date implanted ¿ unknown date in 2007, initial reporter ¿ ni, manufacture date ¿ ni. Additional event(s) for this patient reported on medwatch number(s) 1825034-2016-02673 / 02672.

Event description:
Patient underwent a knee revision approximately 5 years post-implantation due to unknown reasons.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.